Event description:
On 04-feb-2026, it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 43 mg/dl following an infusion set change during which the user did not disconnect from the infusion site prior to rewinding the device. The user lost consciousness at school and was treated with glucagon and oral glucose by the school nurse. No emergency medical services were called and no hospitalization occurred. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness while using the ilet. This situation can result in acute metabolic decompensation requiring emergency intervention and is consistent with the reported administration of glucagon and oral glucose. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date. The event was preceded by an infusion set change during which the user remained connected to the infusion set while performing the rewind process, which is inconsistent with device labeling and can result in unintentional insulin delivery. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to disconnect from the infusion set prior to rewinding, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.